Event description:
It was reported that a patient presented in-clinic for a routine device interrogation. Upon interrogation, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise due to myopotentials. Corrective programming changes were made. The patient was stable throughout.